Event description:
It was reported that the surgeon initially utilized the mini apical cuff, however, the pump would not engage the mini apical cuff despite multiple maneuvers. Initially, the surgeon conducted a removal of potentially obstructive suture material that appeared to inhibit the connection between the cuff and the pump. Additionally, the surgeon attempted to demonstrate with the pump not on the patient, by engaging the mini cuff, however, with success at that point. Despite this, the surgeon made a decision to use the standard apical cuff. The miniature apical cuff would be sent back for further investigation. The regular apical cuff was subsequently sutured to the apex of the left ventricle (lv) without further incidents. The patient was separated from cardiopulmonary bypass (cpb) successfully. The patient was transported to the intensive care unit (ICU) in a critical but stable condition. The heartmate 3 and its peripheral equipment operated as intended and designed according to the instructions for use (IFU). The plan for the patient is to wean off the ventilator, extubate and continue recovery until discharge. There were no alarms for this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: the reported difficulty engaging the pump with the mini apical cuff could not be confirmed. A specific cause for this event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 mini apical cuff kit instructions for use (IFU) is currently available. The section entitled ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6) 2025, the site stated that the mini apical cuff was removed from apex and standard apical cuff was sewn onto apex, prolonging operation time. Whether the patient experienced any adverse events as a results was unknown. The patient was recovering in the ICU, extubated, but delirious.

Manufacturer narrative:
This report submission was delayed as a result of an FDA electronic submission gateway (esg) communication error on 30 july 2025. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.